Event description:
Treatment of a carotid-ophthalmic aneurysm. It was reported that the pushwire broke off during pipeline deployment. The broken segment was successfully retrieved from the patient. No patient injury reported.

Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4).

Manufacturer narrative:
The proximal end of the pushwire was returned for evaluation with approximately 4cm of the distal segment missing. It was reported that the missing distal segment was likely discarded. Analysis of the break point showed the failure of the core wire occurred due to torsional overload. (B)(4).

Manufacturer narrative:
(B)(4).